Manufacturer narrative:
(B)(4) concomitant medical products: unknown part/lot, mlt femoral head. Unknown part/lot, acetabular liner. Unknown part/lot, acetabular cup. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that the patient's left hip was revised. Signs of fretting and corrosion including black corrosion debris, pseudo- tumors and metal debris at the hip-neck junction were found. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient alleged loosening of the prosthesis. The patient further reports that a revision procedure has been recommended due to pain and slipping of the hip. No revision procedure has been reported to date. No further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The received additional information does not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Neurological evaluation confirmed sensory polyneuropathy consistent with cobalt effect. Device history record (DHR) review was unable to be performed as item and lot of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised six years post implantation due to hypercobaltemia, cardiac and neurological cobaltism, symptomatic pseudotumor on anterior capsule of the left hip, signs of fretting and corrosion including black corrosion debris, limited range of motion, metal debris at the hip-neck junction. There were lengthen of the limb resulting in need for a lift in the contralateral shoe. Peripheral neuropathy of unclear etiology cognitive dysfunction and refractive hypertension all problems consistent with systemic cobaltism. Over the past 4 months he has developed progressive pain at the hip consistent with periprosthetic tissue irritation or necrosis. He was therefore indicated for revision. The acetabular component and liner were retained. Revision of the femoral component was performed. Debridement of pseudotumor affecting anterior hip capsule was performed. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Concomitant medical products: item# 00801804001 femoral head sterile product do not resterilize 12/14 taper lot# 61123351, item# 00620006022 shell porous with cluster holes 60 mm o.d. Lot# 61050759, item# 00630506040 liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell lot#61094233, item# 00625006530 bone scr 6.5x30 self-tap lot# 61191835. Reported event was confirmed by review of op notes which indicated the anterior capsule was markedly thickened, avascular, and necrotic requiring extensive debridement¿there was proximal femoral bone deficiency due to extraction of and the varus position of the primary stem that was treated with autogenous local bone grafting. Large pseudotumor with metallosis and necrotic tissue and extensive taper corrosion noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.